Manufacturer narrative:
The customer reported that the central nurse's station (cns) was not working and displayed a "cns 6000 series operation system setup please wait" message. Rebooting the system did not resolve the issue. Nihon kohden technical support provided the customer with troubleshooting assistance. He advised the customer to remove one of the hard drives and after doing so, the cns booted up properly. Thus, it was determined that the hard drive from slot 0 caused the issue. A replacement hard drive was sent to the customer. No harm was reported.

Event description:
The customer reported that the central nurse's station (cns) was not working and displayed a "cns 6000 series operation system setup please wait" message.

Event description:
The customer reported that the central nurse's station (cns) was not working and displayed a "cns 6000 series operation system setup please wait" message.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, customer at (B)(6) hospital reported their cns (pu-621ra sn: (B)(6) ) was displaying the following message: "cns 6000 series operation system setup please wait." Rebooting the system did not resolve the issue. The hdd in slot 0 was removed and the cns then booted up. Service requested: hard drive exchange . Service performed : hard drive exchange the customer was shipped a new hdd. The customer never shipped their defective/degraded hdd to nka despite multiple attempts being made to retrieve the hdd. Investigation results: the cns warranty began 08/30/17. Review of device sap history found no previously reported issues with the unit. There was identified an issue with the cns hard disk drive (hdd). Performance and degradation of the hdd is affected by factors at the facility such as storage, handling, use, and power conditions. Cns-6201a operator's manual provides customer with recommended use, storage, and handling of the device. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. It is important that the failed drive be replaced to prevent a complete system failure that would occur if both drives fail. Cns-6201a service manual advises that one hdd can be replaced without stopping of monitoring. The single hard drive failure was detected due to cns displaying error message. The issue was resolved upon removing the primary hard drive and the cns was able to boot properly with the secondary hard drive. An exchange hard drive was delivered to the customer in order to replace the one which had failed. Condition of the cns and how it is used at the facility is not known. Customer's internal maintenance information on this device is not available. The defective hdd was not returned and no nka evaluation was performed on the cns or hdd. Multiple attempts were made to reach out to the customer, receiving no response. From the information available, the root cause could not be determined. The cns sn: (B)(6) has no trend of issues with hdd or raid. Investigation conclusion: condition of the cns and how it is used at the facility is not known. Customer's internal maintenance information on this device is not available. The defective hdd was not returned and no nka evaluation was performed on the cns or hdd. Multiple attempts were made to reach out to the customer, receiving no response. From the information available, the root cause could not be determined. The cns sn: (B)(6) has no trend of issues with hdd or raid.